Manufacturer narrative:
Patient''s date of birth unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. The device was discarded, thus the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 12f glidelight laser sheath to assist with extraction attempt. When the glidelight was removed from the patient, a split in the catheter was noted. A spectranetics 11f tightrail rotating dilator sheath was used to successfully remove the rv lead with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.